Event description:
It was reported that the patient passed away on (B)(6) 2021 due to an intracranial hemorrhage. The patient had low flow alarms that were reported to be due to abdominal bleeding. No additional information was provided.

Event description:
Log files were provided for analysis. The event log file noted multiple low flow events. On (B)(6) 2021 starting at 3:57:28 the flow dropped to 0.3 liters per minute (lpm) but recovered. The low flow events occurred at times when the pulsatility index (pi) was elevated. It was later reported that the patient expired on (B)(6) 2021 at 03:31. A review of the new log file noted no unusual events until a low flow event began occurring on (B)(6) 2021 at 03:14:46. The periodic log captured a low flow event on (B)(6) 2021 at 9:13:57. There were no other unusual events noted in the log file event history. The cause of the low flow alarms was determined to be abdominal bleeding. The low flow alarms did not resolve. The device operated as expected. The patient expired due to an intracranial hemorrhage. The death was not considered to be device related. The device will not be returned for evaluation.